Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that after she filled a reservoir with insulin she tried to remove the plunger but the entire reservoir stopper came out; all of the insulin spilled. The patient's blood glucose at the time of incident was 146 mg/dl. The customer stated that the reservoir leak was past the second o-ring. The customer also mentioned that this happened with another reservoir: one of the o-rings fell off of the stopper and fell into the reservoir barrel while the other o-ring stayed in the reservoir stopper. The two suspect reservoirs will be returned for analysis and two replacement reservoirs were shipped to the customer.